Event description:
It was reported that patient faced infusion set cannula bent event on 05 apr 2026. The blood glucose level was high, and the patient was treated with correction bolus via pump.

Manufacturer narrative:
E1: event country: united kingdom. Name: tandem country: united states of america. Address ¿ line 1: 11045 roselle street. Address ¿ line 2: suite 200. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.